Event description:
Caller alleging discrepant low inratio reading (B)(6) 2014 inratio: 1.4, lab: 2.3. Time between tests: one hour. Patient's therapeutic range 2-3.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Results of the query of similarly incidents in the complaint system for this trend code did not indicate a manufacturing issue. Root cause could not be duplicated from the info provided by the customer. The issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.